Event description:
During a routine shift check by a clinician, the device displayed a red "x" status indication message and a "unit failed' message. There was not pt involvement in the reported malfunction.